Event description:
Review of service data detected a reportable event. During servicing, electrode belt sn (B)(4), failed the hi-pot, current, fall-off and te recognition tests. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the cable connecting ECG electrodes c and d to the distribution node (dn) was pulled from the dn. In addition, the pulse wire in the cable connecting the rear therapy electrode (te) and the dn was damaged. The cause for the test failure is the damaged cable and wires. The root cause of the damaged cable and internal wires cannot be positively identified but was likely excessive force placed on the cables. No adverse event resulted from the damaged cable and wires. The last pt to use this belt did not report any deficiencies.